Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing the ¿poor communication¿ screen on the patient programmer (pp). The patient was unable to communicate with another external device. The patient noticed they received the poor communication screen yesterday. They reported they last charged and felt stimulation a week or two ago. The patient reported having no falls nor trauma. The patient also received poor communication on their ins recharger (insr). The patient was redirected to follow up with their healthcare professional. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.